Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Subsequently, this s-ICD was explanted. The patient indicated exhibiting pain while the s-ICD was implanted. No additional adverse patient effects were reported.